Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. The patient's blood glucose level was elevated. The patient alleges this particular box of infusion sets have this issue and were defective. No adverse event reported. Return of the suspect device was requested for evaluation.